Event description:
It was reported that during a colonoscopy procedure, cutting difficulties were encountered. The pedunculated polyp was located in the sigmoid colon. The dis micro hex olympus polypectomy snare was set at 15 cut and 10 coagulation. The snare was advanced to the polyp and the polyp was successful snared within the loop of the device. Upon attempting to cut through the polyp, the physician noted that the device "struggled to cut through the polyp". The procedure was completed with this device. No pt injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.